Event description:
Radiologist was dilating stenosed distal abdominal aorta. A 5-4 balloon was used, then an 8-4, then a 10-4. The 5-4 broke at 4-6 atm, 8-4 balloon was was fine, the 10-4 broke at 6 atm and blew apart. Half of balloon is still on the shaft the other half was not found.